Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A son reported on behalf of his mother a high reading issue with the adc freestyle libre sensor. The customer was treated with insulin based off of a reading of 191 mg/dl. The customer subsequently reported to be "feeling low". A scan reading of 246 mg/dl was obtained, as compared to a blood glucose reading of 90 mg/dl on a competitor meter. The customer was treated with soda to raise her blood glucose levels. There was no report of death or permanent injury associated with this event.